Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user removed their ilet from their pocket and discovered the touchscreen was cracked. The screen was not usable, leaving the user unable to meal announce, perform supply changes, or unlock the device. A replacement device was arranged. No blood glucose impact or injury was reported.